Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited an insulation anomaly. The lead was repaired and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.